Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 0.6 mg/day. The reason for use was not reported. It was reported that there was a motor stall on (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included reading the logs. Interventions/actions that were taken to resolve the issue included pump replacement on (B)(6) 2019. The hospital was in possession of the device, they were notified that it should be returned to the manufacturer, and it was reported that it would be returned to the manufacturer. The issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.